Manufacturer narrative:
There was no reportable incident associated with the gore® tag® thoracic endoprosthesis. This report is therefore being retracted. A separate report will be submitted for the gore® dryseal sheath. Dsl2428 lot 14553818. (B)(4).

Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. According to the instructions for use potential complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to: endoleak.

Event description:
On (B)(6) 2016, this patient underwent endovascular treatment for a thoracic aortic aneurysm with a maximum diameter of 62mm and was implanted with a conformable gore® tag® thoracic endoprosthesis in zone 3 of the thoracic aorta. During the procedure, reconstruction of the right femoral artery was performed. Pre-operative data includes reported circumferential calcification of the main vascular access for the patient. The patient tolerated the procedure with no reported endoleak. On (B)(6) 2016, computed tomography (CT) was performed and a proximal type I endoleak was observed. The maximum aneurysm diameter was reported to measure 60mm. The patient is being monitored by the physician and was discharged on (B)(6) 2016. The endoleak is reported to be related to both the study device and procedure. Monitoring of the patient determined the endoleak resolved on (B)(6) 2016.